Event description:
The customer obtained a non-reproducible, (B)(6) vitros anti-hbs proficiency sample result (vm1-05 = 21.7 miu/ml, (B)(6)) while using the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to recur undetected with a patient sample. The affected proficiency sample was repeated on an alternate vitros anti-hbs lot (vm1-05 repeat = 2.4 miu/ml, negative). Patient samples were not affected. There was no report of harm to patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, false reactive vitros anti-hbs proficiency sample result was obtained. Patient samples were not affected. The investigation could not determine a root cause. There was no indication that the vitros eci analyzer or vitros anti-hbs reagent were not operating as expected at the time of the event. There is no evidence that the vitros eci analyzer or vitros anti-hbs reagent had malfunctioned.